Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing technical service updates, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize the test plug when connected. The device prompted to "connect cable" even though the cable was connected. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize the test plug when connected. The device prompted to "connect cable" even though the cable was connected. There was no patient use associated with the reported event.